Manufacturer narrative:
Packaging will not be returned. If additional information becomes available, it will be reported on a supplemental report. No deviations were found during review of the manufacturing and inspection documents (DHR). The review of the DHR revealed that the set screw was inserted in the package like specified (lying in a foam box). Packaging will not be returned.

Event description:
It was reported that during the surgery, it was observed that the set screw is missing in the packaging. The nail has been implanted and they used a separate packed set screw.